Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized for peritonitis. The peritonitis subsequently resolved on (B)(6) 2019, and the patient was discharged from the hospital. No information was available on the treatment the patient received for the peritonitis.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, new information was received regarding the peritonitis treatment from (B)(6) 2019. There was no malfunction of duodopa equipment itself. After the peg-j tubing placement on (B)(6) 2019, the patient experienced abdominal pain. A CT scan revealed free air and ascites in the abdominal cavity. Examination by the gastroenterologist was made, and fixation by the fixation apparatus was strengthened. During hospitalization, the patient was treated with fasting and an unknown IV antibiotic. The patient was also treated with lansoprazole.